Event description:
8/19/94 pt underwent insertion of catheter. 9/14/94 pt taken to surgery for replacement of vascular access system. Non-functional vascular access system replaced. A linear tear over extravasation of the old port-a-cath tubing was noted. Pt discharged home without further complications.